Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-mar-2017, an fse visited the customer site and replaced the wash preheater and the solenoid valves sv402 and sv204. The fse also verified the alignment of the wash probe bottom adjustment, changed it as needed and tested the instrument. On 02-mar-2017, he ran quality controls (qc) and a daily check procedure with no errors. The instrument was working as intended. No further actions were required by field service the most probable cause of the reported event was due to a damaged sv-402.

Event description:
On (B)(6) 2017, a customer reported obtaining error 2015: bf probe purge failure and error 2017: substrate purge failure more than once with their aia-360 analyzer. The customer was unable to run beta-hcg, and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.